Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 13-apr-2026 the patient reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels of 22 mg/dl following insulin delivery via the ilet system. The user was transported to the hospital by a caregiver where the user was diagnosed in a hypoglycemic state and treated with dextrose and glucagon and discharged (B)(6) 2026. No long-term health effects were reported.